Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed reported the alarms on patients have not been going off when they are supposed to go off. This issue is affecting multiple cns devices. Customer stated the parameters were set correctly. Biomed stated the issue has not recurred. Biomed instructed nursing staff to document specific details if the issue happens again. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for pu-681ra s/n (B)(6) shows no tickets relevant to the alarm issue. Although device logs were obtained, the following relevant information was not available. Thus, thus due to insufficient information, the cause of the reported issue could not be determined. Org sn and version full disclosure with time and date of event(s) arrhythmia settings analysis mode (single or multi-lead) event list. Investigation conclusion: due to insufficient information, the cause of the reported issue could not be determined.

Event description:
The customer reported that the central nurse's station did not alarm when it should have. There was no reported patient harm or injury during this event.

Manufacturer narrative:
The customer reported that the central nurse's station did not alarm when it should have. There was no reported patient harm or injury during this event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields are not applicable (n/a) to the MDR report: (B)(4).

Event description:
The customer reported that the central nurse's station did not alarm when it should have. There was no reported patient harm or injury during this event.